Event description:
The event was reported, the rear rotation knob on the back of the st holster was very loose when used during a case. The case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.